Manufacturer narrative:
During the stent assisted coil position surgery, the surgeon opened the package of the stent (enc452812/10312757) and followed IFU. The surgeon felt friction when advanced the delivery wire. He made several attempts but still failed. After removal from the microcatheter (606s255x/lot unknown), it was noted that there is a crack between the stent and the delivery shaft. The surgeon had to change to a new stent (details unknown) to complete the surgery. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. The patient had pcom with size 4.8*6.34 mm. Neck width: 3.8 mm. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. (B)(4). One non sterile enterprise was received coiled inside of a plastic bag. The delivery wire was observed through the introducer and presented a fracture condition at the distal end. The enterprise stent was received on it original position. The introducer tube presented no visual damaged. Dry saline solution can be observed into the introducer tube. No other visual anomalies were observed on the received unit. The delivery wire was observed under a microscope and the damaged was confirmed. The device was sent to sem analysis. Sem-eds results obtained, it is likely potential to have presence of corrosion on the suspected section. Moreover, the evidence found in the surface of the guidewire (pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The pitted section was scanned for identification via x-ray analysis and evidence of elemental carbon, oxygen, titanium, nickel and tin. The functional analysis could not be performed due to the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10312757. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure delivery wire - impeded reported by the customer could not be evaluated due to the product received condition. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The failure delivery wire - fracture reported by the customer was confirmed due to the product received condition. However; the cause of the fracture could not be conclusively determine; however, sem results showed that it is likely potential to have presence of corrosion on the suspected section. Moreover, the evidence found in the surface of the guidewire (pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The pitted section was scanned for identification via x-ray analysis and evidence of elemental carbon, oxygen, titanium, nickel and tin. The pra (B)(4) will be address to this kind of issue. This is an initial/final report. UDI: gtin unavailable, product made prior to compliance date; ((B)(4). Concomitant medical products and therapy dates: microcatheter (606s255x/lot unknown); new stent (details unknown).

Event description:
During the stent assisted coil position surgery, the surgeon opened the package of the stent (enc452812/10312757) and followed IFU. The surgeon felt friction when advanced the delivery wire. He made several attempts but still failed. After removal from the microcatheter (606s255x/lot unknown), it was noted that there is a crack between the stent and the delivery shaft. The surgeon had to change to a new stent (details unknown) to complete the surgery. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. The patient had pcom with size 4.8*6.34 mm. Neck width: 3.8 mm. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event.